Event description:
Fill volume: unk; flow rate: 2ml/hr; procedure: unk; cathplace: unk; an international distributor reported that 2 incidents of fast flow. Please ref 2026095-2015-00057/15-00049(a). Incident 2 of 2: "this infusor was programmed to finish in 5 days, but the infusion finished 3 days after start." It was reported that no pt injury nor medical intervention was required. Infusion started: (B)(6) 2014 at 11:00am; infusion ended: (B)(6) 2014 at 10:00am.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) is in process. Results: there are no device testing results available as the investigation and eval are currently in progress. Conclusions: once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.